Event description:
It was further reported that the patient presented for revision surgery and lead impedance continued to be high upon interrogation in the or (>6000 ohms).the generator was removed and the lead was inspected. The lead was reinserted and the impedance was within normal limits(<3000 ohms). The pocket was closed and the generator turned off. The generator was not stabilized with a suture to decrease movement upon implantation.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen by the physician and diagnostics showed high impedance. Patient was referred for x-rays. No known surgical intervention has occurred to date. No other relevant information has been received to date.